Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation-lens was returned dry in the lens case/vial, with clear residue/debris on the product. Visual inspection found the haptic was broken and bent. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, intending to inject into the patient's left eye (os), it tore/broke during loading. This occurred on (B)(6) 2017. The reporter stated that the lens broke while loading the lens onto the injector. The cause for the tear/break is unknown at this time. On (B)(6) 2017 a replacement lens of the same size and similar diopter was implanted successfully.